Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose (bg) level of 87 (mg/dl) at the time of the malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was also reported that the customer had experienced a low bg level of 52 (mg/dl) earlier in the day. Reportedly, customer stated that they were active before bed which could have caused the low bg. Customer consumed food to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.